Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for low o2 concentration. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) that replaced the following parts o2-gas module, air-gas module. The returned parts were installed in a reference system alarm for low o2-concentration was reproduced. Further testing concluded that the oxygen gas module were working as expected, i.e. Within specification. Additional testing of the air-gas module in the manufacture production test system showed that air-gas module was out of specification. Analysis/tests showed that the issue was caused by the nozzle unit and a pc board mounted in the air-gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit is part of the yearly maintenance program for the device. The received device log confirms the reported problem. Our conclusion is that the cause of the reported issue was a faulty nozzle unit and pc board in the air-gas module.